Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of a damaged and unresponsive lcd touchscreen was confirmed. Ventec replaced the lcd touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the lcd touchscreen, which did show signs of physical damage (cracks).

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device's lcd touchscreen was damaged (cracks). Upon evaluation of the device ventec observed that the lcd touchscreen was damaged and unresponsive. There were no reports of patient involvement associated with the reported event.